Event description:
Customers family member was supposed to test the pt at 4am because they had just switched from an insulin pump back to insulin shots. They didn't wake up until 5:30am. They found the pt seizing and tested their blood glucose and rec'd a result of 74mg/dl. They felt the result was too high and tried to give pt orange juice. At 5:31am they retested and rec'd a result of 188mg/dl. They called paramedics and retested again and rec'd a result of 84mg/dl. The pt was unconscious. Paramedics arrived and they rec'd a result of 60mg/dl on their device. The customer was injected with glucagon. They checked their blood glucose again and rec'd a result of 114mg/dl. The customer became responsive. The customer was switched from insulin and put on insulin shots because they were having problems with seizures.